Event description:
The physician implanted two devices in 2008. One month later, the patient complained of pain, however, there were no issues regarding swelling or device visibility. On approx seven and a half months later, the physician noted that a lump had developed and progressed over the prior month. No redness was noted. Swelling had developed on the left side only which would not subside. The physician extracted pieces of the device on six days later.

Manufacturer narrative:
The extracted tissue was assessed by a research engineer. He observed a thick layer of tissue surrounding a cohesive white material. The sample was cut through the midsection to examine this material. When slight pressure was applied, the material immediately cracked and splintered into pieces. Visual examination supported the conclusion that this was device polymer encapsulated by tissue. There is a very low incidence of reports with respect to reactions after surgical procedures with ultratine devices (about 0.3% of product) .